Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient demographics.